Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample was received to perform an investigation. A visual inspection of the returned pump found the tamper seals intact. The pump was found to be in good physical condition, no physical damage noted. Functional testing was performed using power up process. The event history log could not be downloaded due to fail e safe timeout was found at power up. During testing, the reported problem was able to be duplicated, a blank screen appeared followed by fail e safe timeout alarm on the screen. The reported problem was due to the main board not operating as intended. The root cause of the failure could not be determined. To resolve the problem, the main board was replaced and preventive maintenance was performed.

Event description:
Information was received indicating that this smiths medical medfusion 3500 pump ?e fail safe timeout after running for a couple moments and then the machine locks up". No patient injury reported.